Event description:
The customer reported the vertical lift is stuck in up position. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, but has not yet reported the results of the evaluation. (B) (4).